Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump did not charge despite being left on the charging pad most of the day, with the charging pad light illuminated, the case removed, different outlets tried, and a third-party charger attempted, consistent with a charging problem related to the battery charger. No adverse clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.